Event description:
The user facility alleges that while transporting an open heart surgery patient from operating room to open heart recover, the oxygen line detached from the resuscitator bag. They used another resuscitator and there was no patient compromise.